Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3006697299-2018-00051.

Event description:
This is 1 of 2 reports. The distributor reported that during incoming inspection of goods on (B)(6) 2018, four (4) pieces of the c6636 cusa excel 36khz cem nosecone were rejected because three of the products had foreign material inside the packages and one of them had a piece of hair in it. The date of the event was not specified.

Manufacturer narrative:
The device was not returned for evaluation. The DHR for the reported lot 2471823 was reviewed. No anomaly was observed that could have caused the reported condition. No rejects were reported during product inspections. Also, no quality event was generated for the mentioned lot; therefore, the lot complied with all requirements as specified in the manufacturing shop order and related procedures. No unit has been received for evaluation; therefore, the complaint is unconfirmed. No further evaluation can be performed at this moment. (B)(4).